Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Event description:
It was reported that the high voltage lead impedance had increased. The lead was explanted and replaced, but the high impedance was still present and noise was noted on an egm. Therefore, the ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the impedance measurement anomaly observed in the field. However, the failure mode was lost during further examination and could not be reproduced.